Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the device and right ventricular (rv) lead exhibited a low out of range impedance measurement in bipolar configuration. The setting was reprogrammed to unipolar configuration and the impedance measurement was appropriate. An incomplete fracture was suspected. All other measurements were appropriate; therefore, the patient will continue to be monitored appropriately.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information was received that the low out of range impedance measurements on the rv lead persisted. As a result, the device and rv lead were explanted and replaced. No adverse patient effects were reported.